Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reding was 358 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. However, the prime test failed. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all testing. After testing, it was concluded that the device operated within specs.